Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately a month ago, the patient's voice was clear, but their hands began shaking as they did before the stimulator was implanted. The caller indicated that the patient experienced falls that led to hospitalization, coinciding with the return of symptoms. The agent reviewed with the caller that limited troubleshooting could be done over the phone and emphasized the need for an in-person appointment with the healthcare provider to check the device. The caller expressed uncertainty about whether the implant is still functioning, stating that they charge it every 2-3 days and maintain a charge level of 75% to 100% most of the time. The agent inquired whether the battery might have depleted during hospitalization and was not turned back on after recharging, which the caller acknowledged as possible. The caller was not with the patient, and the patient, who was also on the call, could n ot operate the equipment due to severe shaking and one hand being in a claw position. The caller planned to arrange for someone to assist the patient in person and call back for help in connecting to the implant to ensure it was active.